Event description:
It was reported that the pump reports occlusion even if not in use. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue was able to be confirmed through downstream occlusion sensor (dso) /upstream occlusion sensor (uso) test. The cause of the reported issue was a faulty dso sensor. Dso sensor and dso bezel replacement. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.